Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with a pump error 4 and pump error 53 in the history file with a line number = 0 and file number = 4096. Unable to verify the root cause. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call, the insulin pump had two pump error alarms. Customer changed out the reservoir and infusion set and the device alarmed one error alarm twice and the second alarm about six times. The customer's blood glucose was 130 mg/dl. Troubleshooting was performed on the insulin pump and the customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. The customer agreed to return the device for analysis.